Manufacturer narrative:
(B)(4). The device was returned to edwards for analysis. Calcification and host tissue restricted mobility of leaflet 1; minimal to moderate calcification was observed. Leaflet 2 had a tear at commisure 3 and a partial tear at commisure 2, as well as minimal calcification in the cusp area. Minimal host tissue overgrowth was observed on the tissue at both inflow and outflow aspects; it was moderate at stent inflow and minimal at stent outflow. Thickened and swollen tissue was observed on all three leaflets at all three commissures. Incidental findings included hematoma observed at leaflet 1 on outflow, and wireform distorted at commisures 2 and 3, which were likely due to explant or implant. The clinical observation was confirmed. The report of stenosis appeared to be secondary to calcification and host tissue that restricted leaflet mobility. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventative calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, a 25mm pericardial aortic valve, implanted approximately fifteen (15) years and ten (10) months, was explanted due to severe aortic stenosis. The explanted device was replaced with another 25mm pericardial valve. Patient experienced atrial fibrillation on post-op day seven (7), but resolved by discharge. Patient was reported to be in stable condition at discharge.